Manufacturer narrative:
The subject stent was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. As a result of checking the manufacturing record of the same lot, nothing abnormal that relates to this event was detected. Dimensions of the stent; appearance of the stent. There was possibility that the stent migrated due to the condition where the stent was placed or the patient's condition, contacting the duodenal wall, creating a perforation. There is the following description in the instruction manual. After placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. The frequency rate for the stent dislocation is reported a 3.3% to 13.3%. Immediately remove the stent if dislocation is detected.

Event description:
The subject device was placed in the patient on the beginning of (B)(6) 2016. However, the patient condition did not improve and a re-examination was performed on (B)(6) 2016. The examination revealed that the subject device migrated from the initial position to the duodenum side, perforating the duodenal wall. The physician completed the intended procedure placing a non-olympus enbd (endoscopic nasobiliary drainage) tube after clipping the perforated site using a non-olympus clipping device. There is no information reported that the patient condition turned worse.